Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 13mar2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified a raw count to numerous to count (tntc) as comprising of the following 1 isolates: positive cocci-staphylococcus warneri. The duodenoscope was received by pentax medical for evaluation on 15mar2019. The duodenoscope was inspected by pentax medical service on 16mar2019 and confirmed discontinuities and gaps in zone f, twisted operational channel in the bending section, and mild resistance in the primary operational channel. Other inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection, distal cap - fixed type j1 - zone j - seal integrity intact, distal cap - fixed type k1 - zone k - seal integrity intact, distal cap - fixed type l1 - zone l - seal integrity intact, distal cap - fixed type m1 - zone m - seal integrity intact, distal cap - fixed type g1 - zone g - seal integrity intact, distal cap - fixed type h1 - zone h - seal integrity intact, distal cap - fixed type i1 - zone I - seal integrity intact, passed dry leak test, passed wet leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, deflector body link, o-ring (0.5x1.3). Study number: (B)(4).